Event description:
It was reported there was impedance display malfunction. The rf (radio frequency) generator was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event; one segment of seven segment display intermittently dropped out during bench testing. (B)(4).